Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, hardness, rupture, fluid/ seroma around her lymph nodes, textured, rheumatoid- arthritis, fatigue, and fibromyalgia".

Event description:
Patient reported left side "pain, hardness, rupture, fluid/ seroma around her lymph nodes, textured." Patient additionally reported "rheumatoid- arthritis, fatigue, and fibromyalgia;" these events are not related to the device. Manufacturer of device is unknown. Device remains implanted.